Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain and other non-malignant pain. It was reported that a few weeks ago the patient had her pump filled and she was due for a refill on (B)(6) 2018. On (B)(6) 2017 the patient was trying to use her the personal therapy manager (ptm) programmer and was getting a code of (B)(4) on the ptm. The patient confirmed that she was not hearing a pump alarm. No symptoms were reported and no further complications were expected or anticipated.